Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that reports show sensor instability at the times that they're inserted in patients. Blood glucose readings were unavailable at the time of reporting. Best practices were discussed for sensor use ad calibration. No equipment was returned. No additional information was reported.